Event description:
Pt underwent a sleep study. Experienced eye redness, irritation, pain upon completion of the overnight test. Sent to the emergency room for evaluation. Not sure if this nuprep or if nuprep lot 041 was used on this pt. Both lots being sent out for evaluation.

Manufacturer narrative:
Sent sample from end user as well as an in-house retained sample from the same lot for bacterial and fungal analysis to nelson labs. Results pending.